Event description:
A patient's caregiver called technical support as to what appeared to be blood in drain bags. The caregiver reported that the patient was taken to the emergency room and later admitted to the hospital. A follow up call to the patient's pd nurse revealed the patient had been admitted for peritoneal bleeding for an unknown reason. The patient's catheter was replaced and patient converted to hemodialysis until abdomen heals.

Manufacturer narrative:
A product investigation was performed for this device. A visual inspection showed no physical exterior discrepancies. An m01-21 system error occurred during the setup phase and the simulated treatment was stopped. The investigation found one of the electrical leads had become disconnected from the main pressure valve. The lead was re-attached. After repair all functional tests passed. A simulated treatment was performed and completed with no issues or alarms. The reported symptoms were not confirmed. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed no other complaints for the reported symptom for this device. A review was performed by the post market clinical department. Per the pharmacovigilane physician, I have reviewed the clinical information and the supportive documentation on this event of hemoperitoneum. There is no history of trauma or coagulopathy, or anemia, with a stable hemoglobin above 12 mg/dl. The events include the existence of gross blood in the peritoneal catheter, which is likely the cause of the clotted catheter with the subsequent need for replacement. Hemoperitoneum in peritoneal dialysis could be due to menstrual bleeding, pancreatitis, sclerosing peritonitis, and recent colonoscopy, ovarian cyst rupture, etc. There is no evidence or history of device malfunction which could have caused or contributed to this episode of hemoperitoneum, which lead to a clotted peritoneal catheter. On (B)(6) 2012 patient resumed peritoneal dialysis using new pd catheter.